Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were not performed due to a usb connection error. Functional tests were not performed due to a usb connection error. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to a usb connection error. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.